Event description:
It was reported that the patient was feeling pain at the site of his inflatable penile prosthesis (ipp). The physician noticed that there was a slight infection and decided to explant the device. No new device was implanted. Patient outcome is good. No more information is available at the moment, additional information will be provided as it becomes available.